Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2015, an fse was dispatched to the customer facility to address the reported event. Fse performed tip box and sample diluent port alignments, then verified proper operation. Fse performed sample loader y alignment, then performed cup transfer test x10 with no errors detected. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by field service. A 13-month complaint and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2014 through (B)(6) 2015. There was one (1) similar complaint identified during the search period. The probable cause of the event was diluent port sampler alignment.

Event description:
On (B)(6) 2015, a customer reported intermittent error 4124 sample z bump error with the aia-900 analyzer. The customer is unable to run lh ii, prl, fsh, and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lh ii, prl, fsh, and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.